Manufacturer narrative:
Block d6b: explant date: years ago additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6) batch: 20465489.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent spinal cord stimulator (scs) explant procedure. All explanted devices will not be returned as they were disposed of. No device malfunction was suspected.